Event description:
Prior to each use of the anesthesia unit anesthesiologists perform the manufacturer recommended complete system checkout procedure to ensure the integrity of the unit and breathing accessories. In recent cases, the system checkout had "failed" due to a leak located at the expiratory port on the compact block assembly. This leak is attributed to a loosening of the locking ring on the expiratory port and resolved with the retightening of the ring itself. This system check failure did impact pt care, the pt was relocated into another surgery suite and all sterile instruments were opened and unable to be used. The possibility of compromising the critical ventilation support to a pt while the unit is in use has become apparent and now has an adverse effect on our pt care.